Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the reason for modification was unpleasant stimulation. The patient had unpleasant stimulation in the low back on the right side when increasing voltage. The device was located too close to the muscle fascia, therefore leading to unpleasant stimulation.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was a loss of stimulation. The implantable neurostimulator (ins) was not modified. The lead was explanted and replaced in a new horizontal position and center or within location. The patient had a broken lead. It was unknown if the event was resolved at the time of report.